Event description:
There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.